Manufacturer narrative:
As per the vista brite tip¿ guiding catheter survey the respondent indicated they observed that the 6fr vista brite guiding catheter causes more often vasospasm in the radial artery (radial access procedures) compared to other cordis adroit catheters. No additional information is available because this event was identified in a double-blinded survey. The device is not available for analysis. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿vasospasm¿ could not be confirmed. Vasospasm is a well-known and extensively documented potential complication of a percutaneous intervention. The event is created by mechanical stimulation of a vessel by contact with a catheter. According to the instructions for use (IFU), inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the heart vessel damage, dissection or perforation, vasospasm, ischemia, hemorrhage, arrhythmia, reaction to contrast media, death. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As per the vista brite tip¿ guiding catheter survey the respondent indicated they observed that the 6fr vista brite guiding catheter causes more often vasospasm in the radial artery (radial access procedures) compared to other cordis adroit catheters. No additional information is available because this event was identified in a double-blinded survey. The device is not available for analysis.